Event description:
The customer reported that approximately 1 ml of diluent, consisting of blood, leaked from the rinse block of the lh 500 hematology analyzer when backwashing the manual probe. The customer indicated that the leak is contained within the instrument. The customer stated that the instrument did not generate any error messages for this event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed the leak. The fse also observed that the slide was gritty and the secondary probe rinse block was sticky and not moving easily. The fse lubed the slide and adjusted the position of the secondary probe rinse block to resolve the issue. Failure mode of the event is attributed to a sticky secondary probe rinse block. (B)(4).